Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Post-procedure, upon interrogation it was noted that the right ventricular lead exhibited high capture threshold. No intervention was performed. The patient experienced no consequences and will continue being monitored.